Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 300 mg/d at time of report. Reportedly, the infusion sets were changed and insulin delivery was resumed to address the issue.